Event description:
Per the clinic, the patient experienced dizziness with the device leading to device non-use. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.